Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that the sample in process queue was offline, and discrepant results were obtained during that time. Quality control (qc) was in range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse verified all aspirate and dispense. The cse verified sample entry queue and in-process queue for errors. The cse verified barcode reader. The cse ran samples with no error.the cse found parafilm, cuvettes and foreign debris buildup in the in process queue (ipq) lane. The cse cleaned the ipq. The cause of the discordant total human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant total human chorionic gonadotropin (thcg) results were obtained on patients samples on an advia centaur xp instrument. The initial results were reported to the physician(s), who questioned them. The same samples were repeated on the same instrument. The repeat results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant total hcg results.